Manufacturer narrative:
The bse replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
Philips received a complaint by the customer on the v60 indicating that an electrical safety test failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was discovered at bench repair that an electrical safety test failure occurred. The bench service engineer (bse) confirmed that the power cable and power cord both had more resistance than allowed in the electrical tests. The bse determined a replacement of both the power cable and cord was required. Device evaluation and repair are pending.

Manufacturer narrative:
E: (B)(6). (B)(6). Reporter phone: (B)(6) institution phone: (B)(6).